Manufacturer narrative:
Initiated supplemental report due to wrong case severity. The case was reported as serious injury instead of malfunction in error. The additional information was not provided in the initial report: the insulin pump stopped working. A piece was missing from the battery cap. They found a battery cap and tried to restart the device, but the insulin pump¿s battery got very warm and the device would not start up. Additional information has been reviewed after the initial report was submitted. Please see (B)(4) and (B)(4) for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the customer had hospitalized and experienced high blood glucose level. Customer's blood glucose value was 468 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will not return device for analysis.